Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up when the device showed post-paced t-wave oversensing on the ventricular lead. No inappropriate therapy was given due to the oversensing. Programming changes were made during the follow up. No patient symptoms were reported following the programming changes.